Event description:
A malfunction was reported with a code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer in resetting it. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue recurred and confirmed understanding of the instructions.